Event description:
Pt complained of "popping inside brain" and after days of confusion, and had a prolonged "convulsion" that lasted for several hours, transported to emergency hospital, admitted to hospital couldn't do MRI because device is spinal cord stimulator implant. Device remote control had said device was off but pt had said for a week that it was on. From hospital called medtronic and they told reporter how to turn off. Malfunctioned causing prolonged series of shocks. Pt has memory loss - slow responses, loss of independent life, needs care.

Event description:
Add'l info rec'd from MFR 11/04/2003: the product was not returned to the MFR for analysis. The device serial number and/or pt name were not provided on the voluntary report; therefore, MFR was unable to search its database for further info. MFR has filed medwatch number 2182207-2003-01011 assuming the reporter was a healthcare provider.